Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt has reported the dialysis solution was leaking out of the cassette and into the cycler. Pt was in drain five of six. Upon removing the tubing set from the cycler, fluid was noticed leaking from the cassette. The origin of the leak was not able to be identified. Pt was given antibiotics and there is no report or pt ill effects. Sample is not available.